Event description:
Allegations of severe damage to her immune and autoimmune system injuries to her joints, connective tissue, skin and other systemic bodily injury, causing painful contractures and necessitating surgical or manual release.